Manufacturer narrative:
Product complaint # (B)(4). The sample was returned for evaluation. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of voluntary report # (B)(4).

Event description:
It was reported that the patient underwent a right ureterostomy procedure on (B)(6) 2019 and the suture was used. During the procedure while suturing, a doctor returned the used needle to the scrub and the needle had a small amount of suture on it but was only half there. There were no adverse patient consequences reported.